Manufacturer narrative:
(B)(4). Concomitant medical products: unknown zimmer tibial tray, part#unk lot# unk; unknown zimmer tibial bearing, part# unk lot# unk. The reported event could not be confirmed based on limited information received. No product was returned; therefore the visual and dimensional inspections could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a compatibility check with the limited information provided. A complaint history review was unable to be conducted with the information provided. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were submitted for this event. Please see associated reports: 0001822565 -2017- 02236 and 0001822565 -2017 -06449.

Event description:
It was reported that following a knee arthroplasty, the patient experienced an infection. Attempts have been made and additional information on the reported event is unavailable.